Event description:
(B)(4). It was reported post a coronary artery stenting treatment procedure, a dissection occurred. The target lesion was located in the right coronary artery (rca). The reference vessel diameter was 3.5 mm and the target length was 18 mm. Target lesion pre-procedure 100% stenosis. A 3.5x20mm liberte stent was implanted. A second liberte stent was implanted because a dissection was identified. The procedure was technically successful with a residual stenosis of 2%. The patient was discharged seven days later without angina or silent ischemia. The patient was discharged on aspirin 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device not returned for analysis.